Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain (minimal, long)") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)". There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2003, the patient had essure (ess205) inserted. Essure (ess205) was removed in (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding (moderate, short)") and injury ("failure defect (incl other organ damage)"). The patient was treated with non-drug therapy (hysterectomy (abdominal)). At the time of the report, the outcomes for abnormal uterine bleeding and injury were unknown. The reporter considered abnormal uterine bleeding, injury and pelvic pain to be related to essure (ess205) administration. The reporter commented: it was reported an impact on lifestyle. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2003, the patient had essure (ess205) inserted. An unknown time later she experienced injury ("failure defect (incl other organ damage)") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with non-drug therapy (device removal surgery in (B)(6) 2018). Essure (ess205) was removed in (B)(6) 2018. At the time of the report, the outcomes for these events were unknown. The reporter considered injury and medical device removal to be related to essure (ess205) administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2003, the patient had essure (ess205) inserted. Essure (ess205) was removed in (B)(6) 2018. An unknown time later she experienced injury ("failure defect (incl other organ damage)") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with non-drug therapy (device removal surgery in (B)(6) 2018). At the time of the report, the outcomes for these events were unknown. The reporter considered injury and medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jan-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain (minimal, long)") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2003, the patient had essure (ess205) inserted. Essure (ess205) was removed in (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding (moderate, short)") and injury ("failure defect (incl other organ damage)"). The patient was treated with non-drug therapy (hysterectomy (abdominal)). At the time of the report, the outcomes for abnormal uterine bleeding and injury were unknown. The reporter considered abnormal uterine bleeding, injury and pelvic pain to be related to essure (ess205) administration. The reporter commented: it was reported an impact on lifestyle. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: event pelvic pain was added and considered the reason for essure removal, and the event abnormal uterine bleeding was also added. It was confirmed that hysterectomy (abdominal) was performed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.